Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. (B)(4).

Event description:
It was reported that the device noted four non-physiologic mode switch episodes upon interrogation. The right atrial (ra) lead exhibited noise which was recreated with provocative testing. It was confirmed that the lead had visible insulation degradation which was 3-4 centimeters from the lead pin. The lead was capped and replaced. No patient complications have been reported as a result of this event.